Manufacturer narrative:
This MDR is created as an additional follow-up. According to the available information, the patient's legal representative stated exposed synthetic mid urethral sling, bladder outlet obstruction, pain, erosion, extrusion, recurrence, infection, bleeding, urinary problems, bowel problems, organ perforation. Restorelle was implanted on (B)(6) 2012 and excised on (B)(6) 2015. Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, additional information received on 04/16/2021. Uti with associated dysuria/urinary frequency/burning, generalized abdominal pain since restorelle y. States colon tone is too tight and does not completely empty since restorelle y/coloplast implant, requires enemas for bowel movements. Slow transit constipation. Chronic deep pelvic pain/burning; right > left, decreased libido, diffuse adnexa tenderness, pelvic/bladder pain, bloating, enema required for bowel movements, vaginal pain, voiding difficulty, urinary hesitancy, hematuria, uui, vaginal discharge, valsalva required to urinate. Large ball of exposed restorelle y. No other adverse patient effects were reported.